Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lv lead was explanted and replaced due to high thresholds. The physician was unable to reposition the lead, as the patient had continuous diaphragmatic stimulation. No patient complications were reported as a result of this event.